Event description:
It was reported an asymptomatic patient presented in the hospital one day post-implant. Post-paced t-wave oversensing was observed on ventricular lead when pacing. The oversensing was noted on a stored egm. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.